Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarms in the past and had absence of no delivery alarms. The blood glucose at the time of the incident was 300 mg/dl. It was also reported that the customer experienced bent and occluded cannulas. The insulin pump passed the high pressure test. Troubleshooting was not completed. The device will not be returned for analysis.